Event description:
Information was received that this device and associated epicardial leads had eroded from the device pocket. A white milky fluid had been oozing from the device pocket. It was not clear if these clinical observations were being caused by an infection or an allergic reaction. Also, the system had displayed loss of capture (loc) at maximum output as well as low r wave amplitudes. The device was reprogrammed with minimal output. An action plan was being determined. There were no adverse patient effects reported.